Event description:
It was reported that the insulin pump alarmed no delivery. The customer stated that he may have had kinked infusion set cannulas in the past. He did not know the blood glucose reading at the time of the alarm, but he noted that his blood glucose reading in the mornings were typically 71 mg/dl. He started that after infusion set changes, he would continuously receive no delivery alarms. He reported that he manually takes 16 or 18 units of insulin in the morning via manual injection and treated as needed throughout the day. Upon troubleshooting, it was found that the customer had tried all remedies and may have attributed the alarms to possible scar tissue build up. He was advised to replace the insulin pump, but he declined, advising that he would rather wait to speak with his doctor to determine if insulin pump use was recommended. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-27419; please see medwatch report # 2032227-2014-24719; please see medwatch report # 2032227-2014-23375.